Event description:
It was reported that the pediatric surgeons have complained that the cuffs, when used in pediatric cases, did not completely stop the flow of blood to the surgical site. There has been no intervention needed due to these events. There were no reports of adverse consequences associated with these events. The procedures were successfully completed using the cuffs with no delay.

Manufacturer narrative:
The device was returned to the MFR for investigation. According to the quality engineer, the cuff performed as expected. The complaint could not be duplicated.